Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled pulse generator upgrade. The atrial lead exhibited undersensing. The lead was explanted and replaced. The patient was stable post procedure and would continue to be monitored with regular follow-up.